Event description:
A device was returned to a third-party service center in reference to a ds2adv auto CPAP device. There was an allegation that the device stopped working suddenly. During the evaluation of the device at the third-party service center, the device was visually inspected and found burnt pcba. Additionally, sanitary pollution in pcba was detected. The service technician detected that the unit does not turn on and does not connect with usb port. The customer complaint was reproduced. The device will be forwarded to pil for further evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously, the device was returned to third-party service center for evaluation. There was an initial allegation that the device stopped working suddenly. During the evaluation of the device the service technician found burnt pcba. After third-party evaluation, the device was forwarded to pil for further investigation. During the investigation the service technician found that the iso tube in the center enclosure had a brown potential burn mark on it. Center enclosure had potential mineral deposit stains in the inside curved section and on the sides. Q2 (phase a) of the blower motor circuitry of the pca (printed circuit assembly) was blown and had potential mineral deposit stains in the surrounding area, indicating potential water/liquid ingress. There were also brown and black burn marks/corrosion and potential mineral deposit stains on the underside of the pca where q2 sits, indicating potential water/liquid ingress. There were potential mineral deposit stains, corrosion, and burn marks near the following areas of the pca. Additionally, slight white and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Blower motor had white dust-like contamination on it and in it. Pil was able to confirm the complaint and was able to confirm that a thermal event took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device not working. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.